Event description:
It was reported by repair work order that the right flip up handle broke during patient transport. The employee who was holding the chair on the side that broke fell two steps and landed on one knee. Further information regarding this event has not been reported. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the right flip up handle broke during patient transport. The employee who was holding the chair on the side that broke fell two steps and landed on one knee. Further information regarding this event has not been reported. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported by the customer that while transporting a patient (who weighed approximately (B)(6)), the right flip up handle broke. The emt who was holding the chair on the side that broke fell two steps and landed on one knee. As a result of the emt hitting their knee, the emt required medical intervention. Details of the knee injury were not able to be provided by the customer. The patient was not hurt as a result of this event. The emts were able to stabilize the chair and complete the patient transport.